Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding/ abnormal bleeding") and menometrorrhagia ("irregular and heavy menses / menometrorrhagia") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, abnormal discharge, continuous vaginal infections, hot flashes, headaches, nausea, severe dysmenorrhea and menometrorrhagia, and had never relied on oral contraceptives or other forms of birth control to regulate her menstrual cycle. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vaginal discharge ("vaginal discharge /abnormal discharge"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding ("heavy menses") and the second episode of vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal pain ("abdominal pain and cramp / pain"), vaginal infection ("continuous vaginal infections"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("severe dysmenorrhea") and migraine ("migraines"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abnormal uterine bleeding, menometrorrhagia, hot flush, abdominal pain, vaginal infection, headache, nausea, dysmenorrhoea, heavy menstrual bleeding, the last episode of vaginal discharge and migraine had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, dysmenorrhoea, headache, heavy menstrual bleeding, hot flush, menometrorrhagia, migraine, nausea, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: benign interval endometrium. Ultrasound scan vagina - on (B)(6) 2013: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Patient demographics and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("irregular and heavy menses / menometrorrhagia") and hot flush ("hot flashes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, abnormal discharge, continuous vaginal infections, hot flashes, headaches, nausea, severe dysmenorrhea and menometrorrhagia, and had never relied on oral contraceptives or other forms of birth control to regulate her menstrual cycle. In 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vaginal discharge ("vaginal discharge /abnormal discharge"). On (B)(6) 2015, the patient experienced menorrhagia ("heavy menses") and the second episode of vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), hot flush (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramp / pain"), vaginal infection ("continuous vaginal infections"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("severe dysmenorrhea") and migraine ("migraines"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed. At the time of the report, the uterine haemorrhage, menometrorrhagia, hot flush, abdominal pain, vaginal infection, headache, nausea, dysmenorrhoea, menorrhagia, the last episode of vaginal discharge and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, hot flush, menometrorrhagia, menorrhagia, migraine, nausea, uterine haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: benign interval endometrium. Ultrasound scan vagina - on an unknown date: not provided. Company causality comment: this litigation case report refers to an adult female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 and reported adverse events including abnormal uterine bleeding, irregular and heavy menses and hot flashes. The plaintiff was submitted to a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Concerning hot flashes, although other hormonal conditions can cause them, menopause is the most commonly cause. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("irregular and heavy menses / menometrorrhagia") and hot flush ("hot flashes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, abnormal discharge, continuous vaginal infections, hot flashes, headaches, nausea, severe dysmenorrhea and menometrorrhagia, and had never relied on oral contraceptives or other forms of birth control to regulate her menstrual cycle. In 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vaginal discharge ("vaginal discharge /abnormal discharge"). On (B)(6) 2015, the patient experienced menorrhagia ("heavy menses") and the second episode of vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), hot flush (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramp / pain"), vaginal infection ("continuous vaginal infections"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("severe dysmenorrhea") and migraine ("migraines"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015), surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015) and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed. At the time of the report, the uterine haemorrhage, menometrorrhagia, hot flush, abdominal pain, vaginal infection, headache, nausea, dysmenorrhoea, menorrhagia, the last episode of vaginal discharge and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, hot flush, menometrorrhagia, menorrhagia, migraine, nausea, uterine haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: benign interval endometrium. Ultrasound scan vagina - on an unknown date: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 and reported adverse events including abnormal uterine bleeding, irregular and heavy menses and hot flashes. The plaintiff was submitted to a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Concerning hot flashes, although other hormonal conditions can cause them, menopause is the most commonly cause. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. According to the product technical analysis, there is no relationship between the reported medical events and a quality defect.